Event description:
C7-t1 laminal foraminotomy, discectomy, and decompression of the c8 nerve root. There was a screw missing from the forcep rhoton. An x-ray was obtained to make sure that there was no metallic retention within the wound. No evidence of missing instrument component.